Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation which could initially be programmed around. It is now noted the patient has diaphragmatic stimulation in all available configurations at threshold values, and because of this, it is suspected that the lead has dislodged. Due to this, the device was programmed to right ventricular (rv) pacing only. A lead revision procedure is being planned for the future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information is available, our investigation is complete. This investigation will be updated should further information be provided.